Event description:
The reporter obtained a "hi" (greater than 600mg/dl) and 218mg/dl blood glucose comparison on the accu-chek complete system. The reporter states he obtained an additional comparison with blood glucose results 247mg/dl and 94mg/dl on the accu-chek complete system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the results. No adverse event reported. New system sent to customer and return requested.